Event description:
Customer reported to allegiance custom sterile france that fluid delivery set had tubing detach from the fitting. Set was provided to allegiance france by namic as a bulk, non-sterile component. They feel this could induce air bubbles. Samples returned for evaluation. There was no patient injury involved. The devices were not used in procedures.